Event description:
It was reported that the offset reamer inner shaft broke., the event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk handle/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Event description:
Additional information was received and states that: b. Did it broke into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? Yes it snapped into 3 pieces. C. Were there any fragments generated? If yes, were all the pieces retrieved? I have the broken instrument with me.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: b5, d4 (lot, catalog, expiration date), h6 medical device problem code corrected: d1, d3. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.